Event description:
Used a rexall antibacterial waterproof adhesive pad 3 in by 4 in from (B)(6) to protect a tattoo from contaminants while at work and had a reaction which caused painful burning, blistering, redness, irritation, swelling, and lesions. Affected area was the area covered by the gauze and not the surrounding areas where the adhesive touched. Bandage was worn for less than 12 hours before I had to remove due to the pain and irritation. First aid was administered immediately after washing the affected area with soap and water and an antihistamine cream was applied. 8 hours later, the blisters have become very large and in a rash like consistency. Very painful to the touch or with applied pressure. Redness and irritation have not spread to any other areas but have darkened and feel more like burns now.